Manufacturer narrative:
5/2/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
During a laparoscopic cholecystectomy procedure, the clips did not form properly. The surgeon used another device to complete the procedure. No pt injury was reported.